Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20jan2025: the stent was initially placed for treatment of malignant compression of the ureters secondary to metastatic prostate cancer. The stent was being removed for a routine stent exchange. The stent was not being monitored but was exchanged at 8 months. On the left side, the upper stent fragment had to be removed with ureteroscopy, and a stone basket was needed to grasp the stent during the same procedure. The patient will return to the facility when the facility has access to a laser for removal of the encrusted, left, upper, stent fragment.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It was reported that the 'black silicone filiform double pigtail ureteral stent' broke in half during removal for stent exchange procedure. The patient had bilateral stent placement on unknown date. The stent was initially placed for treatment of malignant compression of the ureters secondary to metastatic prostate cancer. The stent was being removed for a routine stent exchange. The stent was not being monitored but was exchanged at 8 months. During attempted removal after 8 months indwelling, the left stent showed calcification in the lumen and tore in half. The upper stent fragment had to be removed with ureteroscopy, and a stone basket was needed to grasp the stent during the same procedure. As reported, the patient will be brought in again once the facility has access to a laser for removal of the encrusted piece. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. A device failure analysis was unable to be conducted at cook as the stent was not returned by the customer. The customer did provide a picture of both the right and left stent and both stents were observed to be broken; however, the encrustation wasn¿t obvious from the shared photograph. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A historic complaint search for other complaints for stents from the same lot number was also conducted. No other complaints were noted. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_bsfdp_rev2] ¿black silicone filiform double pigtail ureteral stent¿ contains the following information related to the reported failure mode. ¿precautions. ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. ¿ the stent must not remain indwelling more than twelve months¿ periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage.¿ ¿potential adverse events. ¿ stent fragmentation.¿ based on the information provided, no product returned, and the results of the investigation, the cause of the break was unable to be determined. Several factors could have contributed to the breakage: patient factors/condition, inadvertent user/procedural issues, and device failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'black silicone filiform double pigtail ureteral stent' broke in half during removal for stent exchange procedure. The patient had bilateral stent placement on unknown date. During attempted removal after 8 months indwelling, the left stent showed calcification in the lumen and tore in half. As reported, the patient will be brought in again once the facility has access to a laser for removal of the encrusted piece. As reported, the patient did not experience any adverse effects due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.